Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: underweight, extended opening. A microscopic analysis was performed which identified: a sharp opening with localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non-penetrating nicks. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.